Manufacturer narrative:
The customer reported that the central nurse's station (cns) had shutdown and it will not turn back on. They verified it was connected to the uninterruptable power supply (ups). No patient harm was reported. Nk technician advised the customer to plug the cns into an outlet on the wall to see if that makes the cns turn on and it did not. Nk technician advised customer that the issue means there is a power issue/hardware issue with the tower itself and that the device is at the end of life so it cannot be repaired and will need to be replaced. Investigation summary: customer reported that the device had shut down and would not boot up. Nk technical support suspected it might have been a power or hardware issue. The device has been in service since 09/29/2005. There have been no other tickets on the device serial number regarding device shutdown and startup failure. This model mu-971ra has also been sunsetted and is at the end of its' service life. Based on the available information, a definitive root cause could not be identified. A possible cause of the issue is wear and tear of the device, no corrective or preventative actions would be performed at this time. (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. (B)(6) 2021 received response email from customer stating "no patients being monitored at the time" incident occurred, did not provide answers to a2-a6, b6 & b7. Manufacturer narrative: b4: date of this report. B5: adverse event or product problem. D9: device available for evaluation. D10: suspect medical device. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: adverse event, component code, type of investigation, investigation findings, investigation conclusions. H9: if action reported to FDA under 21 usc360i (f), list correction/removal reporting number.

Event description:
The customer reported that the central nurse's station (cns) had shutdown and it will not turn back on. The customer verified it was connected to the uninterruptible power supply (ups). No patient harm reported. More information received from the customer was that the cns was not monitoring any patients at the time this occurred. Nihon kohden technician advised the customer to plug the cns into an outlet on the wall to see if that makes the cns turn on and it did not. Nk technician advised customer that the issue means there is a power issue/hardware issue with the tower itself and that the device is at the end of life so it cannot be repaired and will need to be replaced.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) had shutdown and it will not turn back on. They verified it was connected to the ups. No patient harm was reported. Nk technician advised the customer to plug the cns into an outlet on the wall to see if that makes the cns turn on and it did not. Nk technician advised customer that the issue means there is a power issue/hardware issue with the tower itself and that the device is at the end of life so it cannot be repaired and will need to be replaced. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. 04/29/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional device information: concomitant medical device: the following device(s) was used in conjunction with the cns: model: ups, serial number: ni. (B)(4).

Event description:
The customer reported that the central nurse's station (cns) had shutdown and it will not turn back on. The customer verified it was connected to the ups. No patient harm reported.